Event description:
It was reported that the sales rep was at customer site for training purposes with the hospital staff. He opened an sterile box of the device, and when trying to show the use of the instrument, it was almost impossible to close the jaws, and then the jaws got stuck, after that impossible to open them. The device was not connected to the generator. No patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaw stuck closed. During mechanical testing the knife did not retract when the handle and energy button were released. Manual assistance was needed to open the trigger. Due to this condition, functional testing could not occur. The device was disassembled and the wave spring was not seated properly in the track. This prevented the jaw from opening and closing as expected. No conclusion could be made as to how the spring got out of position